Manufacturer narrative:
This case was reviewed and investigated according to the manufacturer¿s policy. Blocks a2-a6: no information available. Blocks b6 & b7: no information available. Block c: not applicable for this device. Blocks d6 & d7: not applicable for this device. Blocks h3 & h6: the omniwire was not returned for evaluation, thus no returned product investigation was performed. Blocks h7, h9, & h10: do not apply to this submission. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
It was reported that a omniwire pressure guidewire was used in a diagnostic coronary procedure. During measurement, drift was experienced but range was not provided/unknown. A new omniwire was used; however, drift was also experienced, range was not provided/unknown (MDR #3008363989-2024-00086). The procedure was completed with a third omniwire. No patient injury reported. This product problem is being submitted in abundance of caution due to measurement drift. There is a potential for harm if the malfunction were to recur.

Manufacturer narrative:
Block h3: the omniwire was returned for evaluation. Visual inspection found no unusual characteristics of the device. During functional testing, the device failed the signal/zero and drift tests, indicating a failed electrical sensor. Block h6: the probable cause of the failure is an electrical malfunction of the pressure sensor that prevented a good performance of the wire. Manipulation and strain can damage internal components and result in the reported failure. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.